Event description:
The MFR received info of a pt expiring while using a bipap vision. It was reported that the device was found with a blank screen and allegedly no alarms were sounding. The reporter of the event indicated that it was possible the device was manually turned off.

Manufacturer narrative:
The device was evaluated by the MFR's field service tech. The device was found to operate normally. The error log of the device was reviewed and found no error codes that would cause a ventilator inoperative or ventilator shut down condition. The device passed all final testing. The MFR's eval supports the possibility that the device was manually turned off as reported by the reporting facility.